Event description:
It was reported via repair work order that the pedal was broken and there are exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.